Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope had a compromised image. There were no reports of patient harm. During evaluation of the returned device, it was found that foreign objects were in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of compromised image was confirmed. Device evaluation found that due to damage on the charged coupled device unit, the image had roughness. In addition to foreign objects in the nozzle finding, the additional evaluation findings are as follows: due to a crack on bending section cover, insulation resistance value at distal end did not meet the standard value, connecting tube had a scratch, plastic distal end cover had a scratch, light guide lens had a crack, indication on suction connector was peeled, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right and left knob had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, connecting tube had a wrinkle, scope cover had a scratch, switch 1 had wear, suction connector had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, control unit was damaged, control unit had a scratch, adhesive on bending section cover had a chip, an abnormal sound was made due to damage on up and down knob, due to wear of angle wire, the play of up and down knob was out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, switch 4 had wear, and due to damage, switch 3 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.